Event description:
Customer reported that they had a post successful catalys procedure. An anterior vitrectomy was performed. Surgeon stated that the anterior vitrectomy was due the capsule becoming floppy. Surgeon stated that due to her limited sub incisional view, she may have made stronger than planned contact with the alcon phaco tip to the capsule. No patient injury. Intraocular lens (iol) was implanted successfully. No further information provided.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the catalys system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the catalys system is not an implantable device. Section h3: the catalys system was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.